Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the pads were receiving low flow, which produced low flow alerts. Per troubleshooting with (B)(6), it was determined that the nurse cut the pads. It was later reported that the nurse cut the pads so that they would better fit the patient. The pads were replaced with a second set of arctic gel pads, and therapy continued on the second set of pads, and the same arctic sun device with no further issues.

Manufacturer narrative:
The device was not returned for evaluation; however, the reported issue was determined to be user-related based on the event description. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the pads were receiving low flow, which produced low flow alerts. Per troubleshooting with ms&s, it was determined that the nurse cut the pads. It was later reported that the nurse cut the pads so that they would better fit the patient. The pads were replaced with a second set of arctic gel pads, and therapy continued on the second set of pads, and the same arctic sun device with no further issues.